Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patient that dwell 2 was completed but the cycler would not advance to the next phase of treatment. The patient bypassed dwell 2, dwell 3, and dwell 4 in order to continue treatment. A review of the patient¿s treatment records identified that the patient drained 4016 ml during drain 3 of the treatment. This drain volume is 160% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete treatment in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: upon further review, it has been determined that the event captured in 2937457-2022-01827 is not a reportable event. This submission captures a treatment where the patient experienced increased intra-peritoneal volume (iipv) and drain volume not exceeding 160%. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2022-01827.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed heater tray paint damage. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patient that dwell 2 was completed but the cycler would not advance to the next phase of treatment. The patient bypassed dwell 2, dwell 3, and dwell 4 in order to continue treatment. A review of the patient¿s treatment records identified that the patient drained 4016 ml during drain 3 of the treatment. This drain volume is 160% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete treatment in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report from the patient that dwell 2 was completed but the cycler would not advance to the next phase of treatment. The patient bypassed dwell 2, dwell 3, and dwell 4 in order to continue treatment. A review of the patient¿s treatment records identified that the patient drained 4016 ml during drain 3 of the treatment. This drain volume is 160%. The patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However the patient did not complete treatment in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.